Manufacturer narrative:
(B)(4). A review of the event history log of the device was performed and did not reveal any failures that would indicate the reported issue. The last therapy was attempted on (B)(6) 2014 and was aborted. There were no therapies or alarms recorded after (B)(6) 2014. A review of the device history record revealed no failures or problems that were the same as, or similar to the reported condition. All release/testing specifications were met during first pass testing. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. The reported issue was neither verified in the log nor duplicated during sample analysis. The investigation of the device was unable to confirm the reported problem or determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had an unknown alarm on the homechoice (hc) pro device. The step of setup or therapy during which this occurred is unknown. The technical service representative arranged to swap the device. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.